Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient died of an unknown cause. The patient received treatment for a saccular, unruptured aneurysm in the left internal carotid artery in the c7 segment in the sidewall with a max diameter of 13.1 mm and a neck size of 4 mm. Post implant there was complete stasis. There were no side branches covered by the pipeline, there was no flattening or twisting. Ancillary devices include a benchmark, phenom plus, and a phenom 27 catheters.

Event description:
Additional information received corrected the date of outcome and death as on (B)(6) 2025, consistent with the onset date that was previously corrected to on (B)(6) 2025. Additional information received reported that the patient, who had been implanted with a pipeline flex with shield technology stent on (B)(6) 2024, experienced lower left extremity cellulitis with an onset date on (B)(6) 2025. The patient presented to the emergency department on (B)(6) 2025 for IV antibiotics to treat lle cellulitus. This event resulted in hospitalization on (B)(6) 2025. Outcome status was not recovered/not resolved. Diagnostic procedure and testing was performed and treatment was provided. No other treatment or surgical procedures were required. This event was reported as not related to the disease under study, did not result in new or worsening of existing neurological deficits and did not result from a device deficiency. Site seriousness assessment reported no congenital anomaly, death, disability, or life-threatening condition. Hospitalization and medical intervention were indicated. Site assessed relatedness as not related to antiplatelet medication, retreatment procedure, rist catheter, study device, or study procedure. Sponsor assessment reported handp (on (B)(6) 2025) chronic lle ulcer ~2 years, progressively worsened; evaluated on (B)(6) 2025 with debridements on (B)(6) 2025 (skin graft). Rule out: this post-procedure treatment of lower left extremity cellulitis and resulting treatment has been ruled out. The event was assessed as not related to antiplatelet medication, retreatment procedure, rist catheter, study device, or study procedure and was a preexisting condition prior to the implant procedure. This does not meet the definition of a complaint. There were no safety, packaging, labeling, identity, quality, reliability, durability, effectiveness, performance issue, or adverse event alleged against the device; ruled out per 027-wi185.

Manufacturer narrative:
B2 updated b5 updated b7 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received updating that the ae related to the disease under study is possible. Site related assessment updated stating that apt medication was possible and study device was not related. Sponsor assessment (ou muo) stated that the cec adjudicated not related to procedure, device or, apt. Medtronic received a report that the pipeline device became flattened. The patient was undergoing treatment for a saccular, sidewall aneurysm located in the left c7 segment via right femoral groin access. The maximum aneurysm diameter was 13.1mm, the aneurysm neck size was 4.0mm. It was reported that complete stasis was achieved at the end of the procedure with complete neck coverage. The aneurysm occlusion status was raymond and roy class 3. The study device was successfully implanted with wall apposition achieved. No side branches were covered by the pipeline device. ¿device flattening¿ was answered ¿yes¿ on the index procedure case report form (crf). No adverse events have been reported. There was no impact to the patient and no additional medical intervention was needed. Additional information received reported that the patient reported at their 30-day follow-up on 13-aug-2024 that they had been experiencing occasional mild intermittent headaches. No intervention or additional treatment was performed. The event was noted to be recovering/resolving. The site assessed the headaches as not related to antiplatelet medication and possibly related to the pipeline, the procedure, and the disease under study. The headaches were not the result of a device deficiency. Additional information received reported that device flattening did not occur. Additional information received reported patient outcome status updated to "recovered/resolved" as of 03-apr-2025.- medtronic received a report that patient came in to the hospital for a 6 month follow up angiogram. The pipeline shield 4mm x 16 device was implanted on (B)(6)2024. On the angiogram, the pipeline device was nearly completely occluded. The patient is at baseline neurological status and not experiencing symptoms. The doctor scheduled a follow up intervention on (B)(6)2025 to attempt to open up the stent. The pipeline and any accessory devices prepared as indicated in the IFU. Dapt (dual antiplatelet treatment) was administered and the pru level was 74. The angiographic result post index procedure showed the stent deployed at time of treatment there was a good radiographic result. Stent was apposed and well positioned. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery with a max d iameter of 6mm and a 3mm neck diameter. The landing zone was 3.5mm distally and 4.0mm proximally. It was noted the patient's vessel tortuosity was moderate. Medtronic received a report that the patient had intimal hyperplasia vs thrombus and parent artery stenosis (in stent stenosis) >50% post procedure. The subject had 180 day dsa on 2025-jan-21. Imaging showed delayed antegrade opacification of the internal carotid artery with critical near occlusive stenosis in the distal stent with washout distally from posterior communicating artery collateral inflow. The patient was asymptomatic with mrs of 0. Core lab reported significant flow delay and parent artery stenosis of 76%-95% branch artery stenosis on 2 branches. Ophthalmic 76-95% and anterior choroidal is angiographically occluded. There was no hospitalization. The patient re-started dapt therapy- ticagrelor 90mg. The patient has re-imaging in several weeks the outcome status was not recovered/resolved. The event was possibly related to the disease under study. The event resulted from a device deficiency. The event did not result in new or worsening of existing neurological deficits. The site assessed as a serious adverse device effect. The site assessed as possibly related to the antiplatelet medication and study procedure, and probably related to the study device. The site assessed as not related to the retreatment procedure or rist catheter. It was noted that rist was not used. Additional informa tion was received via the manufacturer's representative that the occlusion is at the site of the pipeline stent and the doctor believes the stent caused the occlusion. The doctor decided not to do a follow up intervention for this patient. The patient was undergoing surgery for treatment of a saccular, sidewall aneurysm of the left internal carotid artery (c7) with a max diameter of 13.1mm and a 4mm neck diameter. Aneurysm dome height was 1.8mm and dome width was 9.3mm. Parent artery diameter distal to aneurysm was 3.5mm and proximal to aneurysm was 3.8mm. There was complete stasis and complete neck coverage at the end of the procedure. Raymond and roy at the end of the procedure was class 3. The study device was successfully implanted with wall apposition achieved. Side branches were not covered by the pipeline device and there was no deviceflattening or twisting. Additional information received reported that the cause of the occlusion in regards to a possible device deficiency was not determined. The physician decided not to do another intervention because they felt that the potential risk outweighed benefit. The patient was compensating through acom. Ancillary device includes a benchmark guide catheter, phenom plus catheter and phenom 027 microcatheter. Additional information received reported the adverse event resulted in treatment action. Imaging showed delayed antegrade opacification of the internal carotid artery (ica) with critical near occlusive stenosis in the distal stent with washout distally from pcom collateral inflow. Patient asymptomatic. On (B)(6)2025 lsh 1310091730 update (hcp, sdy): additional information received reproted site relatedness assessment was updated with c onclusion that the stenosis event had a causal relationship to the study device. No other new information was received. Medtronic received a report of a post-procedure adverse event (ae). It was reported that on (B)(6) 2025 the ae of respiratory failure occurred. During admission, a critical care response was necessary to treat or prevent life threatening deterioration. The subject experienced cardiac and respiratory failure due to uncontrolled blood pressure. This ae resulted in treatment of supplemental oxygen and medical intervention. Chest x-ray was performed during code. Prolongation of existing hospitalization occurred to observe the patient. This ae did not result in a blood transfusion or with percutaneous intervention, or a surgical procedure. As of (B)(6)2025 the outcome status was recovered/resolved. No diagnostic procedure was performed but diagnostic tests were performed. The ae was not related to the disease under study, new or worsening of existing neurological deficits. The ae did not result from device deficiency. The site seriousness assessment concluded that there was no congenital anomaly, death, disability, or medical intervention present. However, it was stated that hospitalization and life threatening was present. The site related assessment concluded that apt medication, retreatment procedure, rist catheter, study device, study index procedure are not related. The sponsor assessment (oc muo) concluded that the cec assessment states not related to index procedure, study device, or apt regime. The patient was underwent surgery on (B)(6)2024 for treatment of a saccular, unruptured aneurysm located in the left c7 internal carotid artery sidewall. The aneurysm dimensions were reported as having a max diameter of 13.1mm, a 4mm neck diameter, a dome height of 1.8mm and a dome width of 9.3mm. Post implant there was complete stasis and complete neck coverage. Raymond and roy class 3 at the end of the procedure. The study device was successfully implanted in the study with wall apposition achieved. The side branches were not covered by the pipeline device. There was no device flattening or twisting.

Manufacturer narrative:
Additional information was received finding related reports. See above for related report numbers. Any additional updates necessary will come through this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5 and h6: in 2029214-2025-01901 report follow up number 002 it was noted that on(B)(6)2025 there was intimal hyperplasia vs thrombus. Intimal hyperplasia/thrombus and their respective codes e2323 and e0514 were removed from this event as this symptom was already addressed in pe 707464362. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported assessed as possibly related to study device and disease under study.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that patient medical history included hypertension, carotid stenosis, heart failure, peripheral artery disease, gerd, aaa, anxiety, lymphedema, appendectomy, cardiac pacemaker placement, total hysterectomy, skin cancer lesion, chronic kidney disease stage 3, hyperlipidemia. It was noted that on (B)(6) 2025 there was intimal hyperplasia vs thrombus. The site assessed the death as not related to the procedure, retreatment procedure, or rist catheter. The patient was receiving ongoing maintenance aspirin starting (B)(6) 2025.

Event description:
Additional information was provided on (B)(6)2025. The patient was extremely unfit. The internal branch device was placed into an existing fevar that was done several years ago. The physician believes it was a type 3 endoleak from the bridging limb, which caused a rupture. The patient was treated but woke with t8 spinal symptoms and renal failure and unfortunately did not recover. The physician informed cook that the patient died. Additional information regarding the event has been requested but is currently unavailable.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.